Event description:
It was reported that the patient went to the emergency department. It was found that there were 7 at/af (atrial tachycardia/atrial fibrillation) false positive, noise event episodes since the patient last device check on (B)(6) 2016. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.